Manufacturer narrative:
One hypodermic needle was returned for investigation. Attached to the device was a plastic 0.25ml dose syringe which was not a smiths medical product. A review of the device history record, relevant to the reported lot, found that the cannula component met all acceptance criteria for dimensional characteristics during inspection. Visual inspection, with the unaided eye, found the cannula bent and protruding to the side. The cannula was not contained by the safety shield. Functional testing and dimensional evaluation could not be performed due to the condition of the device. Investigation confirmed the bent cannula; however no evidence was found to suggest a manufacturing defect. It was determined the bent cannula was a result of the product application technique. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Child. Device evaluation in progress.

Event description:
It was reported that when attempting to engage the safety device on a hypodermic needle, the needle was bent so the safety cap would not engage. The needle became bent while administering a vaccination to the patient in the left vastus lateralis. The child had jerked causing the needle to bend. Since the needle safety device was unable to be engaged, the needle was left uncapped . No adverse health outcomes occurred.